Event description:
It was reported by the patient that the patient's heart was "beating to the point it moves her shirt." Communication with the clinic confirmed that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.